Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: the procedure was an intracorporeal anastomosis of feea. Excess cartridges entangled in the formed cartridges at the 2nd firing. The excess cartridges that were tangled have been retrieved by the scissors. No bleeding or tissue damage. No additional suture was required. There was no effect on the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify "got caught on each other like a puzzle ring". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted right hemicolectomy procedure, the parts where the staples that were not deploying in the tissue and the staples that were deploying in the tissue were formed as intended but got caught on each other like a puzzle ring, and the staples were also caught in the cartridge, making it impossible to remove the echelon. The staples were cut by the robot's scissors and could be removed. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch #a97v3t. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60b reload (a) loaded on the device. The reload (a) was received fully fired. In addition another gst60b reload (b) was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No damage was observed on the jaws. No malformed staples were observed. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97v3t, and no non-conformances were identified.